Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient had developed a rash under the rear therapy pads. It was reported that the area was not raised and no blisters or discharge was present. The nurse reported that the patient previously had a rash under the front te pad the previous week; however, that rash had gone away. There is no indication that the patient received medical intervention. During a follow up the patient's nurse reported that the patient was using hydrocortisone cream and the rash was not spreading but was not improving. The final medical outcome of the rash is unknown. There was no alleged device malfunction.